Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and it came out from the patient. Hemostasis was achieved by manual pressure, and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery which had stenosis. An ipsilateral approach was made from the left groin. The vcd was used with a 5f10cm non-cordis sheath. The device was used as usual. The back-flow from the indicator stopped, and the doctor retracted as a unit. The procedure used an antegrade approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f 10 cm, non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The device is not being returned for evaluation as it was discarded.

Manufacturer narrative:
As reported, the visual indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and it came out from the patient. Hemostasis was achieved by manual pressure, and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery which had stenosis. An ipsilateral approach was made from the left groin. The vcd was used with a 5f10cm non-cordis sheath. The device was used as usual. The back-flow from the indicator stopped, and the doctor retracted as a unit. The procedure used an antegrade approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f 10 cm, non-cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18362585 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.